Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button was not working when the customer tried to activate the screen during a cartridge change. Customer's blood glucose (bg) levels were not impacted. Customer was informed that the pump would be replaced. Customer will use insulin pens as back up therapy and will possibly keep using the pump for basal, until they receive the replacement pump.